Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at first firing of lobectomy, the surgeon tried to fire the device; however, could not. Replaced by new handle and connected the same reload; however could not fire the device. There was no patient injury.

Manufacturer narrative:
Evaluation summary: investigation summary post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at first firing of lobectomy, the surgeon tried to fire the device; however, could not. Replaced by new handle and connected the same reload; however could not fire the device. Replaced by new reload and connected to the second handle and the firing was completed. There was no patient injury.